Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead pace\sense channel exhibited pacing impedance measurements greater than 3000 ohms. There was also loss of capture at 7.5 volts at 2 miliseconds. It was noted that there were also a few episodes of noise. Technical services (ts) discussed that this was likely a lead fracture. Ts recommended changing rv sensing and extend tachycardia duration to prevent inappropriate shocks due to the noise. Ts also recommended performing isometrics to induce other lead variations and x-ray to check lead integrity. Additional information indicated that a new right ventricular (rv) pace/sense lead was attempted; however, the patient 's condition (pulmonary edema) interfered at the time of the procedure and would be considered a high risk intervention. The field representative confirmed that the patient is protected and receiving bi-ventricular pacing within normal limits at this time.